Manufacturer narrative:
Hill-rom technical support found the siderail not latching due to damaged spring and base plate. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. The account replaced the spring and base plate to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left head siderail is not always latching. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).